Manufacturer narrative:
There were no samples returned for investigation and root cause analysis for this complaint. The device history records for the lot were reviewed. The lot was released based on alcon's acceptance criteria. Penetration values met specs. Sharpness test results were rated excellent. Complaint not confirmed because no samples were returned. No corrective action taken.

Event description:
Site reported a dull blade, which caused an enlarged incision; a suture was required to close the incision. The reporter stated that the patient outcome was not affected by this event.